Manufacturer narrative:
(B)(4). The customer reported condition was confirmed during sample evaluation. One sample was available for evaluation. The injection site was found missing during visual inspection, but the molding die was in good condition. No other tests were performed. The root cause for the reported condition is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that filter came out from a buretrol administration set during use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.